Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned to evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off alarm while sleeping due to no interaction with the pump for an extended period of time. There was no reported impact to customer's blood glucose level. Customer indicated that the auto-off safety feature has now been turned off.